Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a in.pact admiral balloon to treat a lesion. A boston inflation device was used. Embolic protection was not used. Wire movement issues occurred. Poor guidewire movement during procedure. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. A 6.0 mm expansion balloon was passed when passing it through an amplatz guide 00.35, was rolled up at its distal end near the keys, an attempt was made to blow the balloon, but the contrast dye leaked out.. Another 5.0 mm balloon was passed and it worked properly. No patient injury reported. Additional information 2026-may-08: to complete the procedure, the doctor used a 5.0 balloon, and it worked without any issues, succ essfully dilating the stenosis.